Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that approximately one year and nine months post port placement in the right anterior chest, the catheter was allegedly broken. It was further reported that the port body and the catheter were removed. Reportedly, the distal catheter segment was found to be migrated into the right atrium. Because, the distal catheter segment was adhered to the right atrium, considering the risk of removal, the distal part of catheter remained inside of the body. The current status of the patient is unknown.